Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that doxorubicin and cyclophosphamide were programmed to infuse for 30 minutes. At approximately 20 minutes after the initiation of the doxorubicin and cyclophosphamide infusions the tubing set began to leak a red fluid, that appeared to be the doxorubicin, from the connector at the connection site to another mating device. There was no report of patient harm.

Event description:
The customer reported that doxorubicin and cyclophosphamide were programmed to infuse for 30 minutes. At approximately 20 minutes after the initiation of the doxorubicin and cyclophosphamide infusions the tubing set began to leak a red fluid, that appeared to be the doxorubicin, from the connector at the connection site to another mating device. There was no patient harm.

Manufacturer narrative:
Additional information provided.

Manufacturer narrative:
The picture provided by the customer shows red fluid on cloth from what appears to be from the male luer to maxplus connection, confirming the customers report. The root cause of this failure was not identified.

Event description:
The customer reported that doxorubicin and cyclophosphamide were programmed to infuse for 30 minutes. At approximately 20 minutes after the initiation of the doxorubicin and cyclophosphamide infusions the tubing set began to leak a red fluid, that appeared to be the doxorubicin, from the connector at the connection site to another mating device. There was no patient harm.

Event description:
The customer reported that doxorubicin and cyclophosphamide were programmed to infuse for 30 minutes. At approximately 20 minutes after the initiation of the doxorubicin and cyclophosphamide infusions the tubing set began to leak a red fluid, that appeared to be the doxorubicin, from the connector at the connection site to another mating device. There was no report of patient harm.